Event description:
It was reported that this patient underwent a shoulder replacement. Subsequently, the patient visited the emergency room for pain following an ablation (captured in 1038671-2026-00584). No further information is available.